Event description:
It was reported that the right ventricular lead showed rising thresholds. Follow-up information obtained, indicates that the physician will retest the lead during the patient's next follow-up visit. The lead remains in use. It was also noted that there were aborted attempts to perform a capture management threshold test. Ventricular capture management (vcm) is set to run every 15 minutes but is only completing the test infrequently. The vcm runs in unipolar pacing consistently but not bipolar. The patient is in atrial fibrillation. The device mode was reprogrammed and the vcm frequency reduced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.